Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 16 june 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), small valve and thick leaflets for a mitraclip procedure. During the procedure, the clip became entangled with the anterior leaflet, resulting in an inability to actuate the grippers. Troubleshooting attempts to disengage the clip from the leaflet were unsuccessful. As a result, the clip was deployed on the leaflets and chords. The clip remained in a stable position. Post-procedure, the mr remained unchanged. There were no clinically significant delays reported.